Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the lot number was reported as unknown on the initial report. It has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: complaint summary: the article rusts, it is practically new. If other, describe: the rust was noticed during the control in the warehouse. If other, describe: the rust was noticed during the control in the warehouse. Patient status/ outcome / consequences: unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. Investigation summary: visual inspection reveals that tibial guide rail had signs of corrosion/rust. Hence, the reported condition is confirmed. The device shows normal wear consistent with use. It is determined that the device is worn from repeated use and servicing. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Therefore, the manufacturing site name was unknown. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that the tibial guide rail device was rusty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention ,or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.